Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the arrows on their desktop charger (dtc) did not line up in (B)(6) 2016. It was later reported that the dtc connector pins were bent, the implantable neurostimulator (ins) was dead and there was a loss of therapy. This was not considered to be an out of box failure. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. Indications for use include: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.